Event description:
It was reported that the patient¿s pump was moved and relocated 3 times. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported they were planning on revising the pump because it was moving around. It was noted the patient was a "larger patient", and they were planning to implant it sub facially. The hcp (healthcare professional) was concerned he wouldn't be able to refill it with the standard needles. It was reported the pump had flipped in the past and had been revised at least once. They stated they used a pouch on it, but it continued to move.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information about current pump migration was reported under manufacturer report #3004209178-2014-11628. All information about the pump migration and revision reported on (B)(6) will be under that manufacturer report. This manufacturer report covers previous revisions and flipped pump only.